Event description:
It has been reported to us that during the procedure, the balloon ruptured. The physician was passing the balloon distally. During inflation of the balloon in a calcified vessel, the balloon ruptured. No injury to the pt.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.